Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they went to charge their implanted neurostimulator last night and the controller did not respond and they were unable to charge. Caller stated they have had problems with the controller before but by 'working with it', controller kind of woke up and it worked fine for a while but this time they couldn't get any light at all on the screen. Caller also stated that if they hit the top button - nothing appears on the screen. The pt stated they could not get the back cover off of the controller and they will go to someone in their apartment building to help with removing the battery pack. Agent reviewed steps for resetting controller using ac power supply. When battery pack was in controller and plugged into ac power - controller was still unresponsive. At the end of the call, pt mentioned that 2 times in the last week, they had a 'delayed response' and they have to 'fiddle with it' to get a connection. Pt stated 'it' said it was charged but they did not feel like they were getting the stimulation they normally do. Pt stated they 'used it up' in less than a day. Pt will call back for further troubleshooting. Additional information was received, it was reported the cause of the event was unknown. The patient had not changed anything and the battery used to last 2-3 days. The patient would notice the stimulator was not working only a day after charging it. The patient routinely sat to charge the stimulator every night or else it would be empty in the morning. The patient noted the problem was getting worse.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type: programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant didn't stay charged for more than a few hours and the issue began probably 8 or 9 months ago. The implant never lasted more than a day and never stayed charged more than 10 or 12 hours. Agent redirected patient to their hcp to address the issue.